Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. Blood glucose level at the time of the incident was 454 mg/dl which was treated. The customer stated the insulin pump was exposed to high magnetic fields sometime in april. Customer also stated the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer was advised the insulin pump will be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.